Manufacturer narrative:
(B)(4). Report source: foreign country - (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a twist drill fractured in the patient's mandible. The surgery was completed and the patient did not retain a foreign body. The duration of the surgical delay is unknown. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The product identity was confirmed. One drill (lot# 252523) was fractured. Visual inspection showed signs of wear to the returned drill. The drill was bent and fractured in the same location, near the blue mark at the start of the fluted section of the drill. Device history records (DHR) was reviewed and no discrepancies were found. There are no indications of manufacturing defects. Investigation results concluded that the reported event was due to excessive force. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. (B)(4).